Event description:
Inadequate bone quality/bone quantity and mobility were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient is a heavy smoker.